Event description:
The customer reported that the insulin pump alarmed motor error. Advised the caller that the device would be replaced and revert to back up plan. The blood glucose reading was 194mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device alarmed during the prime test as a result of a loose drive support disk.